Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient is not using the contact impacted. The replacement was due to normal battery depletion. The cause was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0zwzy, product type: lead; product ID: 3389s-40, lot# v a102wd, product type: lead; product ID: b35200, serial# (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-aug-2018, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): it was reported that¿there were some high impedance values discovered during replacement of an implanted neurostimulator (ins). All impedances were normal pre-op with the activa pc. They connected the new ins and ran impedances at 1.0ma (did not use automatic increase), the results showed electrode 8 with the orange indicators and the mono at a values of >5000ohms and all bipoles with 8 of >10000ohms.the caller indicated that they disconnected the bottom lead which in the software showed it was the right lead. The md dried the lead and reconnected. When the impedances were rerun, the caller described the high impedance result as having jumped to the other lead. On the left side electrode 3 had monopolar values of >5000ohms and bipolar pairs with 3 were >10000ohms.the md then disconnected the left lead, dried the lead and reconnected. When impedances were rerun, electrode 11 on the right showed a high value monopolar value of >5000ohms and the bipolar pairs with electrode 11 were >10000ohms.the md then disconnected the bottom port and used a syringe to remove liquid, and then the impedance results showed high impedance values on one ele ctrode but the rep did not know which electrode. They replaced the percept with a second percept ins. When the impedances were run the results showed electrode 3 on the left was high. The caller reran impedances and electrode 8 was high. The rep indicated that they attempted to restart the tablet and the impedance results for electrode 8 still showed high impedance values. Post-op the electrode impedances showed high with the red indicator and all combinations of the 8 electrode. The tablet impedance results showed "high" for all combinations with electrode 8. The monopolar impedance values were 11 762ohms 10 721ohms 9 800ohms and bipolar pairs were 11/9 1195ohms 11/10 910ohms 10/9 920ohmsthe patient is programmed with bipolar configurations on electrodes 1/2 and 9/10.the caller indicated that he tried to use the patient handset to put the ins in MRI mode and it showed the patient is not eligible for MRI, the rep assumed this was because of the high impedance value.a610 app version 2.0.4594 - the rep indicated that he had updated the app to the version that included the directional lead (3.0) but based on the version number it seems the update was not completed. The issue was not resolved through troubleshooting. The caller will reinterrogate the ins and attempt to check impedances again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.